Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 110 mg/dl and the sensor reading was 52 mg/dl. No further information was provided.